Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. Failure analysis found the primary finding of broken blade to be related to the customer reported complaint. The blade broke approximately 0.225" from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this issue is attributed to mishandling and misuse. A review of the device logs for the harmonic ace instrument (part# 480275-08 / lot# l90211012-0328) associated with this event has been performed. Per this review of the logs, the instrument was last used on 16-june-2022 via system sk3200 for a pulmonary lobectomy procedure. This is a single use instrument. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. An image of the harmonic ace instrument related to this event was received and reviewed by a regulatory post market surveillance (rpms) analyst. The review of the provided image is consistent with the allegation of an instrument that has damage at the blade or broken blade. . This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment from the harmonic ace instrument fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the harmonic ace instrument was not recognized. The instrument had a head fracture occur. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no broken piece of the harmonic ace instrument that fell into the patient's anatomy. There were no additional surgical procedures required to remove the fragment. There were no post-operative tests to check for remaining fragments. The surgeon was unsure of what caused the instrument to break. The harmonic ace issue occurred not long after the surgery. The instrument was inspected prior to use but nothing unusual was found. The instrument was used for dissecting when the fragment fell inside the patient. There was no issues with the functionality of the instrument and there were no collisions with other instruments or hard materials. The fragments fell inside the patient during an instrument tip collision. The instrument was removed prior to the breakage with no resistance felt when the instrument was removed through the cannula. Upon final removal of the instrument, there was no damage to the cannula or any other damage to the instrument. There was no injury to the patient and the patient did not return for any post-surgical complications related to a foreign object.